Manufacturer narrative:
The returned device was evaluated and the device received not deployed with the slide insert not visible through the viewing window. Data downloaded from the device indicates a drive stall occurred during the priming sequence which prevented the device from running enough pulses to deploy. Before manipulating the drive mechanism, the device was reset and paired with a pdm. The device run a few pulses, successfully deployed, then alarmed during the priming sequence. The drive mechanism was inspected and it was found that the hook post spring was incorrectly installed; the hook post spring is not sitting flush along the hook talon and the rungs of the hook post spring have separated. The bottom hook talon was also noted to be bent while contacting the tooth of the ratchet gear. This caused the drive mechanism to seize during the priming sequence and prevented the device from deploying.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. In addition it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The pod was not worn.